Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported problem and replaced the erbe integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe returned for failure analysis with reported problem was confirmed using system error logs; c-33 errors were logged along with m-11, m-18, and c-06 error. Additional m-b1 and m-35 errors were also logged. Inspection during the failure analysis process was able to replicate the reported event. The unit was tested on system, and c-33/c-00 error appeared on startup. Additional c-00 and c-84 errors were observed in the erbe error logs. The unit will be sent to original equipment manufacturer for further investigation. The complaint was confirmed by failure analysis which indicates that the device may have contributed to the customer reported issue. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-33.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, caller informed technical support engineer (tse) integrated electro surgical unit (iesu) generator showed a repeatable error c-00 when it powered on. Caller powered off/on the generator many times, but the error persisted. Tse tried to guide caller to connect the 3rd party generator-force triad, but caller did not have it. Eventually, tse suggested that caller use sk8385's vision side cart (vsc) instead of sk8109's vsc for current procedure. The procedure was aborted to another dv system with no reported injury.